Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage between the grip tips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode are typically attributed to mishandling/misuse for example by insulation degradation and carbonized tissue creating a conductive path. Failure analysis found the secondary failure of bipolar yaw pulley thermal damage with exposed electrode to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of the grip tips with exposed electrode. No damage to the conductor wire was observed. The root cause of this failure is attributed to mishandling / misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy w lymphadenectomy surgical procedure, a spark was observed in the cavity during maryland bipolar forceps instrument use, causing melting and a burnt appearance at the tip of the tweezers. A backup instrument of a different type was used and the procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a spark was observed causing melting and a burnt appearance at the tip, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.